Event description:
The event is reported as: during incoming inspection the mouthpiece of the device was found damaged.

Manufacturer narrative:
Eval, method: device history record (DHR) review and sampling of mouthpiece material. Results: visual examination of photo for (B)(4), mouthpiece, showed a crack. DHR review showed no issues related to the reported complaint description. The DHR indicates that the product was assembled and inspected according to specs. Mfg - materials. The material available of the mouthpiece (B)(4) was sampled and no damage was found. Conclusions: the mold for making the mouthpiece will be re-validated. A follow-up report will be submitted if additional info is received for this issue.